Event description:
Complaint alleges that during a lap chole, 2-3 clips did not open fully because the jaw of the applier did not open fully. These instances did not occur sequentially. The surgeon was able to complete the case with the same ae5. There was no harm to the pt and the pt's condition was fine.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.